Event description:
Possible MDR. Customer is reporting a loss of blood on 5 sets during treatment. About 30 minutes to 2 hours into treatment machine is alarming pressure access high/machine clotted. Blood was not returned to patient. Approximate blood loss on 5 sets is 500cc, or 90ml per set. Patient is stable but hemoglobin dropped. Patient will require a blood transfusion. Available for return.

Manufacturer narrative:
The review of our complaint file indicates that this is the first time such a defect is reported on prisma m100 preset lot number 06e1572g. This lot was delivered 2 other countries and USA without any other reported anomaly, except these 5 successive clotting in the same hosp, on the same pt, with five different devices. In absence of incriminated sample (requested but not received yet), it is difficult to determine the root cause leading to the reported defect. Nevertheless, we can assume the following: when 5 identical problems occurred successively a common cause should be searched. In the present case, we bear our attention on the quality of the patient's connection: quality of the catheter, quality of the catheter location, which can be closed by patient's movements. According to the description of the event: "machine alarming too high access pressure." This confirms our hypothesis regarding an access probably closed by a displacing of the catheter inside the vascular access, further to a patient's movement. This also explains the delay between treatment start and alarm ( a blood flow rate too high for the vascular access or a clotting would have triggered an alarm from beginning of treatment). We consider that devices are not the origin of the repetitive alarms. We decided to MDR/mdv report this incident since we consider the successive clotting has generated an important blood loss. In the case we receive the incriminated sample, we will investigate it and re-open the present complaint. No further action will be taken by gambro industries.